Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer was treated with insulin pump. The customer did not report symptoms such as a result of high blood glucose level. Drive support cap was normal. Customer did not allege that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that displacement and self test was pass. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.